Manufacturer narrative:
Explant date confirmed by additional information received.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii to IV, rupture, "microcysts," "lobulations," "periprosthetic fluid" with "diameter increase," and "intraluminal folds." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, yellow particles and underweight. A visual and microscopic analysis was performed which identified opening striated, crease fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool; wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii to IV, rupture, "microcysts," "lobulations," "periprosthetic fluid" with "diameter increase," and "intraluminal folds." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was due to seroma, rupture, and capsular contracture, baker grade iii-IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii to IV, rupture, "microcysts," "lobulations," "periprosthetic fluid" with "diameter increase," and "intraluminal folds." The device has been explanted.